Event description:
It was reported that at a scheduled follow-up, low lead impedance was detected, and there was lead insulation breakage. The lead was capped and no patient complications were reported as a result of this event.